Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including hives, itching, brain fog, hyperthyroidism, hashimoto¿s disease, increased weight, memory loss, trouble breathing, circulation issues, thyroid issues, depression, exhaustion, feeling terrible, feeling tired, lymphatic issues, diarrhea, bladder issues, frequent urination, blotches on skin, breast pain, heaviness pain feeling, hair falling out, broken hair, dry skin and hair, auto immune issues, underwent a hysterectomy, bulging under eyes, bags and redness under eye, impacted vision, cracks in lips, thrush in mouth, candida in mouth, candida in vagina, and ringing in ears. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.